Event description:
On (B)(6) 2000, the patient underwent placement of a greenfield vena cava filter (ivc). On (B)(6) 2019 a computed tomography (CT) scan revealed that the greenfield vena cava filter was in place with a moderate leftward tilt. A couple of struts were also noted to be perforating the inferior vena cava (ivc) up to 6mm without encroachment into bowel or aorta.

Event description:
On (B)(6) 2000, the patient underwent placement of a greenfield vena cava filter (ivc). On (B)(6) 2019 a computed tomography (CT) scan revealed that the greenfield vena cava filter was in place with a moderate leftward tilt. A couple of struts were also noted to be perforating the inferior vena cava (ivc) up to 6mm without encroachment into bowel or aorta.